Manufacturer narrative:
(B)(4). The batch review 3623409 showed that the 480 devices were conformed to in process and finished goods specifications when released to stock the 15 june 2012. Expiration date: 2017-06 (according to retained labels). No nc was opened. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dis-similar complaint for this lot of 480 devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Our affiliate reported the suture broke on the anchor. This complaint was received by letter and they mentioned that they only had the empty package left but it has no use to send them over. Devices were discarded. Please see also medwatch report 1221934-2018-51187 and 1221934-2018-51188.